Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis which warranted antibiotic therapy. Per the pdrn, the etiology of the peritonitis is unknown; therefore, no causality can be established. However, it is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available there is no objective evidence or indication either caused or contributed to this patient event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and reported being diagnosed with peritonitis (symptoms not provided) and undergoing a pd catheter (not a fresenius product) change (specifics not provided). No cytologic data was available; however, the pdrn stated the patient was treated as an outpatient with antibiotics (drug, route, dose, duration, frequency not provided). Per the pdrn, the cause of the peritonitis is unknown. Subsequent attempts to obtain additional information have thus far proven unsuccessful.